Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] , pneumopathy [pneumopathy], haemorrhagic periods [menorrhagia] , bleeding outside of periods [bleeding intermenstrual] , vaginal discharge [vaginal discharge] , pelvic pain [pelvic pain female] , cervical pain [uterine cervical pain] , lower back pain [low back pain] , very painful periods [painful periods] , periods becoming more spaced out, with irregular cycles [menses irregular with excessive bleeding] , nausea [nausea] , head pain [head pain] , sudden vision loss in the right eye [vision loss] , eyes stinging [eyes stinging] , scratchy eyes [eye irritation] , dry eye syndrome [dry eye syndrome] , loss of libido [loss of libido] , sweating [sweating] , hot flashes [hot flashes] , muscle pain [muscle pain] , depression [depression] , anxiety reaction [anxiety reaction] , influenza [influenza] , low-grade squamous intraepithelial lesion [low grade squamous intraepithelial lesion] , spasmodic attacks [spasmodic dysphonia] , malaise [malaise] , day sweat [sweaty] , sleep disturbance [sleep disturbance] , digestive [digestion impaired] , gastric problems [gastric disorder] , abdominal swelling / bloating [swelling abdomen], constipation [constipation] , weight gain [weight gain] , fatigue [fatigue] , lack of energy [loss of energy] , memory disturbance [memory disturbance] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jul-2025. The most recent information was received on 08-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and lung disorder ("pneumopathy") in a 44-year-old female patient who had essure inserted (lot no. 628429) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: mirena and luteran. Past adverse reactions to the above products included: metrorrhagia with mirena. The only concomitant product mentioned was lutenyl (nomegestrol acetate). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), nausea ("nausea") and headache ("head pain"). On unknown date she experienced lung disorder (seriousness criterion hospitalisation), heavy menstrual bleeding ("haemorrhagic periods"), intermenstrual bleeding ("bleeding outside of periods"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), uterine cervical pain ("cervical pain"), back pain ("lower back pain"), dysmenorrhoea ("very painful periods"), menometrorrhagia ("periods becoming more spaced out, with irregular cycles"), blindness ("sudden vision loss in the right eye"), eye pain ("eyes stinging"), eye irritation ("scratchy eyes"), dry eye ("dry eye syndrome"), loss of libido ("loss of libido"), sweating ("sweating"), hot flush ("hot flashes"), myalgia ("muscle pain"), depression ("depression"), anxiety ("anxiety reaction"), influenza ("influenza"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), spasmodic dysphonia ("spasmodic attacks"), malaise ("malaise"), sweaty ("day sweat"), sleep disorder ("sleep disturbance"), dyspepsia ("digestive"), gastrointestinal disorder ("gastric problems"), abdominal distension ("abdominal swelling / bloating"), constipation ("constipation"), fatigue ("fatigue"), asthenia ("lack of energy") and memory impairment ("memory disturbance") and was found to have weight increased ("weight gain"). The patient was treated with nsaids (unknown), apranax (naproxen), magnesia phosphorica (magnesium phosphate), ainara (polycarbophil) and zymad (colecalciferol). At the time of the report, the heavy menstrual bleeding, menometrorrhagia, loss of libido, sweaty, sleep disorder, dyspepsia, gastrointestinal disorder, abdominal distension, constipation, weight increased, fatigue, asthenia and memory impairment had not resolved. The outcomes for abdominal pain, lung disorder, intermenstrual bleeding, vaginal discharge, pelvic pain, uterine cervical pain, back pain, dysmenorrhoea, nausea, headache, blindness, eye pain, eye irritation, dry eye, hyperhidrosis, hot flush, myalgia, depression, anxiety, influenza, cervical dysplasia, spasmodic dysphonia and malaise were unknown. No causality assessment was received for essure with regard to abdominal pain, nausea, headache, lung disorder, blindness, eye pain, eye irritation, dry eye, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, vaginal discharge, loss of libido, sweating, hot flush, uterine cervical pain, myalgia, back pain, depression, anxiety, influenza, dysmenorrhoea, cervical dysplasia, menometrorrhagia, spasmodic dysphonia, malaise, sweaty, sleep disorder, dyspepsia, gastrointestinal disorder, abdominal distension, constipation, weight increased, fatigue, asthenia or memory impairment. The reporter commented: (B)(6) 2015: endometrial thermocoagulation + conisation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. [Pathology test] on (B)(6) 2015: histologically, at the endocervical-exocervical junction, there are areas of thickening of the squamous epithelium, although its overall architecture remains preserved. There are some basal cell atypia as well as marked localized koilocytosis. These lesions remain at a distance from the endocervical limit but come into contact with the exocervical limit. Testing for overexpression of p16 ink4a protein (indicating the expression of viral oncogenes in cells) by immunohistochemistry is: positive on endocervical glands. Conclusion cervical mucosa damaged by cin1 lesions (lsil) reaching the exocervical limit. [Smear cervix] on (B)(6) 2015: low-grade squamous intraepithelial lesion (lsil); (date unknown): not available [ultrasound pelvis] (date unknown): 2 cm thickening of the endometrium. Batch no_628429_mfg date: 30nov2008_exp date: 30nov2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Pneumopathy [pneumopathy]. Haemorrhagic periods [menorrhagia]. Bleeding outside of periods [bleeding intermenstrual]. Vaginal discharge [vaginal discharge]. Pelvic pain [pelvic pain female]. Cervical pain [uterine cervical pain]. Lower back pain [low back pain]. Very painful periods [painful periods]. Periods becoming more spaced out, with irregular cycles [menses irregular with excessive bleeding]. Nausea [nausea]. Head pain [head pain]. Sudden vision loss in the right eye [vision loss]. Eyes stinging [eyes stinging]. Scratchy eyes [eye irritation]. Dry eye syndrome [dry eye syndrome]. Loss of libido [loss of libido]. Sweating [sweating]. Hot flashes [hot flashes]. Muscle pain [muscle pain]. Depression [depression]. Anxiety reaction [anxiety reaction]. Influenza [influenza]. Low-grade squamous intraepithelial lesion [low grade squamous intraepithelial lesion]. Spasmodic attacks [spasmodic dysphonia]. Malaise [malaise]. Day sweat [sweaty]. Sleep disturbance [sleep disturbance]. Digestive [digestion impaired]. Gastric problems [gastric disorder]. Abdominal swelling/bloating [swelling abdomen]. Constipation [constipation]. Weight gain [weight gain]. Fatigue [fatigue]. Lack of energy [loss of energy]. Memory disturbance [memory disturbance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and lung disorder ("pneumopathy") in a 44-year-old female patient who had essure inserted (lot no. 628429) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: mirena and luteran. Past adverse reactions to the above products included: metrorrhagia with mirena. The only concomitant product mentioned was lutenyl (nomegestrol acetate). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), nausea ("nausea") and headache ("head pain"). On unknown date she experienced lung disorder (seriousness criterion hospitalisation), heavy menstrual bleeding ("haemorrhagic periods"), intermenstrual bleeding ("bleeding outside of periods"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), uterine cervical pain ("cervical pain"), back pain ("lower back pain"), dysmenorrhoea ("very painful periods"), menometrorrhagia ("periods becoming more spaced out, with irregular cycles"), blindness ("sudden vision loss in the right eye"), eye pain ("eyes stinging"), eye irritation ("scratchy eyes"), dry eye ("dry eye syndrome"), loss of libido ("loss of libido"), sweating ("sweating"), hot flush ("hot flashes"), myalgia ("muscle pain"), depression ("depression"), anxiety ("anxiety reaction"), influenza ("influenza"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), spasmodic dysphonia ("spasmodic attacks"), malaise ("malaise"), sweaty ("day sweat"), sleep disorder ("sleep disturbance"), dyspepsia ("digestive"), gastrointestinal disorder ("gastric problems"), swelling abdomen ("abdominal swelling / bloating"), bloating ("bloating"), constipation ("constipation"), fatigue ("fatigue"), asthenia ("lack of energy") and memory impairment ("memory disturbance") and was found to have weight increased ("weight gain"). The patient was treated with nsaids (unknown), apranax (naproxen), magnesia phosphorica (magnesium phosphate), ainara (polycarbophil) and zymad (colecalciferol). At the time of the report, the heavy menstrual bleeding, menometrorrhagia, loss of libido, sweaty, sleep disorder, dyspepsia, gastrointestinal disorder, swelling abdomen, bloating, constipation, weight increased, fatigue, asthenia and memory impairment had not resolved. The outcomes for abdominal pain, lung disorder, intermenstrual bleeding, vaginal discharge, pelvic pain, uterine cervical pain, back pain, dysmenorrhoea, nausea, headache, blindness, eye pain, eye irritation, dry eye, hyperhidrosis, hot flush, myalgia, depression, anxiety, influenza, cervical dysplasia, spasmodic dysphonia and malaise were unknown. No causality assessment was received for essure with regard to abdominal pain, nausea, headache, lung disorder, blindness, eye pain, eye irritation, dry eye, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, vaginal discharge, loss of libido, sweating, hot flush, uterine cervical pain, myalgia, back pain, depression, anxiety, influenza, dysmenorrhoea, cervical dysplasia, menometrorrhagia, spasmodic dysphonia, malaise, sweaty, sleep disorder, dyspepsia, gastrointestinal disorder, swelling abdomen, bloating, constipation, weight increased, fatigue, asthenia or memory impairment. The reporter commented: 29-sep-2015: endometrial thermocoagulation + conisation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. [Pathology test] on (B)(6) 2015: histologically, at the endocervical-exocervical junction, there are areas of thickening of the squamous epithelium, although its overall architecture remains preserved. There are some basal cell atypia as well as marked localized koilocytosis. These lesions remain at a distance from the endocervical limit but come into contact with the exocervical limit. Testing for overexpression of p16 ink4a protein (indicating the expression of viral oncogenes in cells) by immunohistochemistry is: positive on endocervical glands. Conclusion: cervical mucosa damaged by cin1 lesions (lsil) reaching the exocervical limit. [Smear cervix] on (B)(6) 2015: low-grade squamous intraepithelial lesion (lsil); (date unknown): not available. [Ultrasound pelvis] (date unknown): 2 cm thickening of the endometrium. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.